Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 10th september 2010 and performed to specification up to the (B)(6) 2016. During this time the pad-pak was removed from the device on 4 occasions for periods up to 19 months. The data obtained from the device showed evidence of manual power-ups of less than one minutes in duration occurring on the last log entry on the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The one minute time outs would indicate the device was switching itself on automatically and the user was intervening to switch the device off via the on/off button. Therefore there were no 10 minute time outs. The fault was witnessed during the investigation. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked.